Event description:
It was reported from a hcp that this lead was going to be laser extracted. Patient currently has a competitor device. Evidence suggests a malfunction occurred which required the lead to be extracted. No allegations made against the lead. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided. No additional adverse patient effects were reported.